Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented to the emergency room with a pocket infection and erosion. The pacemaker appeared to be extruded from the pocket. There is no allegation that the system or any procedure involving the system contributed or caused the infection. On (B)(6) 2026, the pacemaker and the chronic right ventricular lead were explanted, and the right atrial lead was capped. The entire system was replaced with a leadless pacemaker. The patient remained in stable condition.